Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6)2017. Additional inaccuracies were reported on (B)(6)2017 for the same sensor session. Only one set of values have been provided but it was reported that the inaccuracies on (B)(6)2017 were over 40 points off. Reportedly, the patient did not calibrate after the inaccuracy. No additional event or patient information is available. No data was provided for evaluation. The reported inaccuracy could not be confirmed. A root cause could not be determined. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again.